Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that the gas output port of an rd900aeu neopuff infant resuscitator was broken. This was discovered before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was sent to fisher & paykel healthcare ('fph') office in (B)(4), however it was neither investigated nor repaired. It was subsequently returned to the hospital as per their request. Our analysis is based on the event description, photos provided by fph office in (B)(4) and results of previous investigations on similar complaints. Results: the hospital in (B)(6) reported that the gas outlet port of the neopuff was broken. The outlet port was loose as shown on the photos provided. Cracks were also observed on the upper and lower end caps at the rear of the neopuff unit. Conclusion: without the complaint device, we are unable to verify the alleged fault as reported. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. It is designed for use with the appropriate breathing circuit connected to the gas outlet port. The neopuff can be susceptible to impact damage, for instance, when accidentally dropped. It is possible that the gas outlet port sustained an impact sufficient to cause the fault as reported. It is also possible that the outlet port socket became loose during connection and disconnection of the tubing. No patient consequence was occurred as a result of this event.